Event description:
It was reported the tines of the electrode were unable to extend. A radiofrequency ablation procedure of the liver was being performed. A leveen coaccess electrode was attempted to be used, but the tines of the electrode would not extend. The physician attempted the use of strong force, but was still unable to extend the tines. Another electrode was used to successfully ablate the liver. There were no patient complications reported. The patient was stable.